Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed not reproduced. The fse reviewed the system logs and confirmed no related error on the master tool manipulator (mtm) arm. As part of service, fse performed a gravity calibration on both mtm arms. Furthermore, a proactive replacement of the psm arm 1 was performed. After replacement, the system was tested and verified as ready for use. The replaced psm arm was returned to isi for investigation; however, failure analysis has not been completed to identify any reportable failure mode(s).

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the master tool manipulator - right (mtm) arm allegedly drifted. The customer received phone assistance from the technical support engineer (tse). Tse confirmed that the surgeon's head was in the high resolution stereo viewer (hrsv) and the instruments were in the following mode at the time of the issue. Tse informed user that the surgeon should not release the mtm arm. The user continued with the procedure using the same system under this condition. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: it was stated that the surgeon was attempting to manipulate the instruments at the time of the event and the issue was related to the inability of the instrument to be moved. The instrument scaled appropriately but did not move in the intended direction. There was no shakiness or any instrument to instrument interference. There was no external collisions and the issue was intermittent. It was further stated that "the surgeon was moving their head outside of the hrsv, then inside the hrsv, then tried to use the mtm arm when the drift issue occurred." The procedure was completed using all patient surgical manipulator (psm) arms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient surgical manipulator (psm) arm for evaluation. Psm arm was installed onto an in-house system and powered up. The system that was installed with the psm arm passed all testing specification with no issue. The wrist pulley assembly was replaced as a precaution. After replacement, the psm arm was verified as ready for use.